Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient came to clinic because of a patient alert. In clinic it was discovered that the device was in back up vvi mode. The device was restored to normal functions. There was no adverse consequences for patient due to this.